Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr implant bilateral. Patient alleges pseudotumor and elevated cobalt and chromium level. Expect to revised on (B)(6) 2020. Doi: 2008 ,dor: (B)(6) 2020 left hip. See (B)(4) for right hip.